Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 117 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive down arrow buttons due to corroded keypad traces. No button error alarm or overheated anomaly noted during testing. No display ramping on its own anomaly noted. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.